Event description:
While troubleshooting for a slow flow supply alarm, a technical service representative (tsr) instructed a home patient (hp) to start therapy over using new supplies. However, the hp did not want to start therapy over. Instead of starting over, the hp indicated that he will switch the supply bag which was unable to flow for a new bag. The tsr explained the procedures to the hp, however, the hp proceeded to reuse the supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported substituting a supply bag which was unable to flow for a new bag. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.